Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. An investigation of the hemodialysis device was not performed by a regional equipment specialist (res) following the reported adverse event. The customer's medical director does not believe the device caused or contributed to the adverse event and canceled an res investigation of the device. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The hemodialysis (hd) rn reported that the patient coded earlier in the day prior to starting treatment. The patient was revived and dialysis treatment was commenced. The patient then expired while on the machine during treatment.